Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 advanced auto CPAP there is a sound in the device, and it was boiling. The patient also states that the hose was very hot, quickly got the mask off, unplugged the machine and the plastic part of the machine was melted. The patient confirms that there is no burn mark. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.